Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer was using fiasp insulin. Technical support educated customer on insulin labeling. Customer loaded a new cartridge, but reported issue persisted. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.